Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump had pump error. Customer's blood glucose level was 5 mmol/l it also stated that troubleshooting was performed and insulin pump error issue was remain unresolved. Customer's mother advised to call back if insulin pump error re-occurs. Customer will not return device for analysis.